Event description:
Major pump unit(s) involved: blood pump. Specific component(s) involved: outflow graft malfunction/malposition, other component malfunction, specify.

Event description:
Major pump unit(s) involved: blood pump. Additional text: outflow graft. Specific component(s) involved: outflow graft malfunction/malposition; other. Component malfunction, specify. Additional text: bend relief. Other component: during vad explant/transplant, the bend relief was noted. Disconnected, this caused outflow to tear. Causative or contributing factor: no specific contributing cause identified. Other cause: intervention(s): other interventions, specify. Other intervention : vad explant/ transplant was already underway. Implant device type: lvad. Malfunction device type:.